Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck motor slide or noisy motor during testing. The motor was tested outside of the device and passed. No unexpected insulin flow blocked alarm/occlusion alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had stuck piston. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump fell and it made some noise when he shakes the insulin pump softly. Customer reported that they received several occlusion alarms during the bolus. Customer performed self test, displacement verification test and 5u test. The insulin comes out, but the customer could not return the piston and it was stuck. The insulin pump will be returned for analysis.